Event description:
Baxter australia reported numerous incidents of minicaps cracking. Baxter australia noted these cracks occurred during use. Per baxter australia there was no pt injury associated with these incidents.